Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported ¿while opening the new device the film that was being taken off shredded and particles fell into the sterile environment of the device¿ this record is for an unknown side. The device was not implanted.

Event description:
Healthcare professional reported through company representative ¿while opening the new device the film that was being taken off shredded and particles fell into the sterile environment of the device¿. The device was not implanted. Patient contact with the device did not occur.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6 visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ tyvek or thermoform sticking: observed delamination of outer lid through visual inspection. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported ¿while opening the new device the film that was being taken off shredded and particles fell into the sterile environment of the device¿ this record is for an unknown side. The device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.